Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2026.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026.

Event description:
Per the clinic, the patient experienced infection around the abutment. Subsequently, the patient received three courses of oral antibiotics (specific date and duration not reported) and silver nitrate was also applied. There are plans to remove the abutment; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.